Event description:
It was reported that, "pt has revision due to infection. Surgeon did a poly exchange."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. X-rays, medical history and pt details have been requested. If the info becomes available, the evaluation summary will be submitted in a supplemental report.